Manufacturer narrative:
Device has not yet been returned to spectrum medical.

Event description:
User reported that the protected level alarm was triggered during the case, resulting in the safety response of slowing the pump. The user disabled the level sensor to finish the case. An investigation has not yet been performed, so this event is being reported without establishing whether the level sensor actually malfunctioned.